Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by a nurse that the treatment was not delivered the day before. The pump had been programmed, and the residual volume was reset. However, only a small portion of the bag was administered while the pump history indicated that the full treatment had been administered. There was patient involvement, and no human harm reported.

Manufacturer narrative:
D9. Date returned to mfg: 30-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good condition; no physical damage was found on the pump. Functional testing performed. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The most probable cause is a user related issue. No further action will be taken. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device will be returned to the technician for additional repair work. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.